Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site and upper torso. Inadequate stimulation was also noted and patient was able to get pain relief after a reprogramming attempt. It was then reported that patient has gotten trigger point injections in the past.